Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that information was received from a healthcare provider (hcp) that said outpatient notes showed that the patient reported the therapy not working and consequently was explanted (explant date unknown). Imaging shows that there is still a piece of the lead implanted in the patient. The caller was not with the patient. Technical services reviewed MRI guidelines.  No symptoms or patient complications were reported